Manufacturer narrative:
Please note that this device is not distributed in the united states. However, it is similar to the us distributed. It is also not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.

Event description:
As reported by the study, this patient was hospitalized 1 year post procedure due to stable angina that required percutaneous coronary intervention (pci). Additional details regarding this event are not currently available. This patient was randomized to the cypher arm of the study. Intra-procedure medications included clopidogrel, aspirin, reopro and heparin. Pci was performed on a lesion in the mid left anterior descending artery (lad) of 10mm in length in a 3.0mm vessel diameter with moderate tortuousity of the proximal segment. The (b2) eccentric lesion was characterized with an irregular contour and angulation between 45-90 degrees. A 3.0x23mm cypher stent was deployed at 16 atm by direct stenting with satisfying results. Post-dilatation was conducted with a 3.5x9mm balloon at 6 atm because the stent was not fully expanded. Post-procedure cardiac enzymes were as follows: ck 4.62, ck-mb 4.94 and troponin 66.54. Post-procedure medications included clopidogrel, aspirin, beta-blockers, ace inhibitors and statins. At the 1-month interval, the patient had no anginal complaints. Ongoing medications included clopidogrel, aspirin, beta-blockers, ace inhibitors and statins. At the 6-month interval, the patient had no anginal complaints. Ongoing medications included aspirin, beta-blockers, ace inhibitors and statins. At the 12-month interval, the patient had stable angina. Ongoing medications included aspirin, beta-blockers, ace inhibitors and statins.